Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, d6(b), g2, h6.

Event description:
Patient reported left side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken device assessed as surgical damage, an opening assessed as surgical damage and a missing piece of shell assessed as inconclusive. As per the investigation procedure, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Patient reported left side "leak" confirmed via mammogram. Healthcare professional later confirmed. Device has been explanted and replaced.

Event description:
Patient reported left side "leak" confirmed via mammogram. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Patient reported left side "leak" confirmed via mammogram. Device remains implanted.